Event description:
Eyes began excessively watering, tearing up. Is currently ((B)(6) 2021) continuing even after receiving a prescription anti inflammatory eye drop from eye doctor. FDA safety report ID # (B)(4).